Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. The patient reported that they had poor telemetry or no telemetry with recharging. It was reported that there was difficulty recharging. The patient reported that they were unable to turn the stimulation on due to the insr not working. It was reported that the ins was charged all the way up to full, but it has not been able to turn stimulation on. The patient reported that the device was not holding the charge and when it is charged, it only holds up until 15 mins. The patient reported that they had pain. Pss had the patient hooked up charger to ins and start a charging session. The patient initially stated that the ins was blinking at 25%. Patient later stated that it was full and then stated it was at 3/4 full. The patient was able to successfully turn stim on during the call and confirm it's comfortable. Pss reviewed that if this continues to happen the patient should call back so that further troubleshooting can be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement of the desktop charger resolved the recharging issue. No further complications were reported/anticipated.